Manufacturer narrative:
The autopulse platform involved in the reported complaint will not be returned to zoll for evaluation. After the patient call, the biomed removed the battery and re-inserted it back into the platform to troubleshooting the reported issue, and the autopulse platform was able to power on and functioned as intended. The biomed did not find any evidence of fluid intrusion during troubleshooting and device inspection. Since the issue was resolved, service was not required to be performed by zoll.

Event description:
During patient use, the autopulse platform (sn: (B)(4)) got contaminated with urine, and the platform would not power on. No further information was provided. Patient's status information was requested, but the customer did not provide a response; therefore, patient's status is unknown.